Event description:
A malfunction alarm was reported, with malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer continued to use the pump for insulin therapy in the interim.